Event description:
It was reported that a tooth from this blade broke off during use in a total knee procedure and was retrieved. To date, there is no report of injury associated with this event. The patient is reported to be recovering and no further surgical intervention is indicated.

Manufacturer narrative:
Investigation findings: the blade was rec'd for evaluation with one end tooth detached from the blade. The detached portion was not returned with the blade. A material hardness test was performed on the blade and found to meet specification. A review of complaint records at conmed linvatec found that this type of damage can be occur during use, if the blade comes in contact with another object or instrument, (such as the cutting jig) which is harder than the blade material itself.